Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atrial fibrillation ablation procedure using the pulseselect pulsed field ablation (pfa) loop catheter, vagal responses resulting in a few short periods of sinus asystole were observed during lesion delivery. A nervous system blocker was administered and 2 mcg/min of a blood pressure support medication were administered intravenously, resulting in rapid recovery and return to normal sinus rhythm. An electrocardiogram was performed, showing sinus rhythm. The patient recovered and the event resolved. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the symptom occurred during ablation of the right superior pulmonary vein (rspv). The case was completed with pulsed field ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.